Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of the femoral head shows no damage to the spherical surface or flat around the taper hole. Taper hole shows dark foreign debris and discoloration. No other damage was noted. Sem examination revealed deposits on the taper surface. Circumferential grooves, possibly from imprinting of the surface texture of the stem taper, as well as circumferential bands of deposits were also visible on the taper surface. Quantitative eds analysis of the taper surface showed a combination of biological material and cocrmo substrate material possibly as a result of corrosion. Eds analysis of a non taper region of the head was consistent with cocrmo alloy with minor organic contamination. The stem was not returned or pictures provided; visual and dimensional evaluations could not be performed. Operative notes were not provided; xrays were provided however were not sent for review. The patient is bilateral and in the first image, implant identification appears to be on the left side. The second image appears to be of the left hip. Additionally this complaint is regarding metal related issues, therefore an MRI or operative notes would be more beneficial to the investigation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells cat# 00630505032. Unknown stem. Unknown cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02853, 0001822565-2020-02886.

Event description:
It was reported a patient had a right hip revision approximately 13 years post implantation due to pain in their right hip. Liner and head were removed. The liner was damaged upon removal. Small amount of discoloration was noticed in the cocr head and on the trunnion of the sz 13 epoch fc stem. A new 36 liner and a 36mm biolox head were re implanted. No additional information.